Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant procedure, noise was observed. It was noted that the stylet could not be inserted into the lead lumen and that it was difficult to remove the screw. The lead was not used, and a different one was implanted instead. The patient was well before and after the procedure.